Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to cardiovert a 71-year-old male patient, after removing the electrode pads, burns were found on the patient's skin. Burn cream was provided for the patient to use. It is unknown which cream was provided. Complainant indicated that the patient subsequently sustained a burn. The customer was unable to provide information on the degree of the burn.

Manufacturer narrative:
The electrode pads were returned to zoll medical corporation for evaluation. The electrodes passed all testing. Review of the electrodes did show evidence of energy being discharged. However, there was no evidence of sparking/arcing on the pads. There were creases and wrinkles found in the foam and the tin area as well as hairs stuck to the front pad. The creases and wrinkles may indicate that the pads were not applied flat to the patient's skin and the hair is an indication that patient preparation was not performed. This claim has been attributed to poor coupling of the electrode pads to the patient's skin. Analysis of reports of this type has not identified an increase in trend.